Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was dissatisfied with the vibrate feature and sound volume on the insulin pump. The customer stated that the vibrate function did not vibrate on all alarms. He also noted that the maximum bolus limit was too low, since he had low sensitivity to insulin. He stated that his insulin requirements were, so high that he needed to exceed the limit each time and would have to back out of the bolus wizard in order to administer additional boluses. He reported that he sometimes would forget the second bolus and have high blood glucose levels. The customer also noted that he had set his device to beep long, advising that he could not hear it but felt it vibrate. The blood glucose reading was unknown. The insulin pump passed the self test. Nothing further reported.